Event description:
Customer reported receiving erratic readings. In blood glucose tests, customer received readings of 179 and 97 mg/dl within 10 minutes. The results vary by more than 20% and are considered a malfunction when compared to manufacturer's specifications.